Event description:
It was reported that approximately seven years post port placement procedure via the axillary vein, upon computed tomographic examination, the catheter allegedly leaked. It was further reported that catheter had a crack. Reportedly the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and fluid leak issue as a c-shape break was noted on the catheter approximately 2.0cm from the distal end of the cath-lock. The surface was noted to be granular and glossy. Also upon infusion a leak was noted on the partial circumferential break on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately seven years post port placement procedure via the axillary vein, upon computed tomographic examination, the catheter allegedly leaked. It was further reported that catheter had a crack. Reportedly the port was removed and replaced. There was no reported patient injury.